Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon deflation difficulties were encountered. The 95% stenosed, calcified lesion was located in the tortuous ramus branch. The 2.0 x 12mm apex monorail balloon catheter was advanced and crossed the lesion. After the first inflation at 8 atm, the balloon was unable to be deflated. Multiple attempts to deflate the balloon were unsuccessful. An unspecified size balloon was introduced with a second guide wire, but was unable to cross the lesion. The physician then increased the inflation up to 26 atm for 45 seconds, the balloon deflated and was "removed easily." During the time the balloon remained inflated, the patient experienced angina related to the balloon occluding the ramus branch for 49 minutes. The procedure proceeded and attempts to cross the lesion with an unspecified stent and cutting balloon were unsuccessful. The lesion was then dilated with an unspecified 2mm balloon, however, there was a residual 50% stenosis and timi 2 flow. The patient's condition during and post procedure was reported as "stable." Physician discharge summary was unremarkable."